Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in jan 2010 and that it had performed to spec up to feb 2011. On 20th feb 2011, the device failed the weekly self-test because of a low battery. On detection of this fault the device would have switched to fault mode and the customer would have been alerted with the status indicator flashing red and the device emitting an audible warning message. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 minutes in duration occurring on (B)(4) 2012 and continued up to (B)(4) 2012. Investigation did not confirm a fault with the device or any component in the device. The device switching itself on is a known symptom of a damaged or faulty membrane. Although in this event, there was no fault measured, it is probable that damage has been caused to the membrane, which has affected the device causing it to switch itself on automatically. A known effect of a device switching itself on automatically is the premature depletion of the pad pak. Testing of the returned pad pak (lot 671) confirmed that it had not been fully depleted. Investigation also determined that when tested under load, the current flow through the -ve and +ve battery terminal pogo pins was reduced sufficiently enough to cause fluctuations in voltage that would have been sufficient to trigger the low battery warnings. Testing concluded that whilst the fluctuations in voltage did not prevent operation of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.